Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was not known. During troubleshooting, the customer stated the insulin pump was not dropped or bumped that she could recall. The drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test and unable to prime during the prime test, due to protruded loose drive support disk. Motor passed motor test. No prime alarm. Insulin pump had a cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and display window corner.